Manufacturer narrative:
Conclusions: based upon evaluation of user facility information, based upon reserve sample testing. The involved device has not been returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of reserve samples. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. Follow-up communication indicated that significant resistance was encountered while the user was attempting to remove the device. The physician procedure report stated: "we had great difficulty getting the sheath to go over the guide wire. There was apparently extensive scar tissue in the subcutaneous tissue." "When we tried to remove the large 7 french sheath, it was very difficult to come out and further traction resulted in the sheath tearing." "There was intense scar tissue anterior to the femoral artery apparently from some kind of closure device from an earlier procedure." " we opened the common femoral artery transversely and were able to see the end of the sheath and were able to remove it without difficulty." "The patient was sent to the recovery room in stable condition." There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the sheath having been damaged as a result of attempting to withdraw the device against resistance (reportedly related to scar tissue). The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
"7f 45cm destination guiding sheath was used for a atherectomy. When pulling the sheath from the right groin, the sheath broke. Part of the sheath came out and other half remained in the patient. The procedure was converted to an open procedure which was tolerated well."